Event description:
This complaint was submitted with limited info as if happened some time ago: it was reported that in the ICU, during care and maintenance, the catheter detached when pulling away the dressing. The clinician was able to push it back into the clamp, but was unsure if it was properly secured. At time of reporting, it is unk if there were complications as a result of this occurrence, however, there was no death reported.

Manufacturer narrative:
(B)(4). The device was discarded.